Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the stylet became stuck in the lead after placement and extension of the helix. Force was required to remove the stylet from the lead and a scraping sound was heard during removal. Following stylet removal, the lead would not pace or sense and exhibited noise. It was noted that the patient had tortuous anatomy. The lead was attempted, but not implanted. Another lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.